Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) induced a ventricular tachycardia (vt) after delivering a ventricular pace. Boston scientific technical services (ts) reviewed the reports and noted that it was possible. The rhythm converted itself back into a normal rhythm. Additionally, ts noted that there was some crosstalk of the atrial signals on the ventricular channel. Ts provided troubleshooting actions and resolution options. The device remains in use. No adverse patient effects were reported.